Event description:
It was reported that the device was explanted due to suspected premature battery depletion. The patient was in normal condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the reported premature battery depletion could not be determined.